Event description:
Report rec'd of a spinal needle break. A spinal procedure was being performed pre-operatively in preparation for post-surgical pain management. During the placement, about one inch of the needle broke. Under fluoroscopy, the entire one inch piece of the needle was retrieved. The retrieval was confirmed with x-ray. Minimal blood loss occurred. The pt was sent home on anti-biotic therapy. The surgery was re-scheduled. No report of pt adverse effects. No add'l info available.